Manufacturer narrative:
Eval summary: the components had been in vivo for approximately 13 months at the time the report was received. It is not known if the products implanted were zimmer products. Surgical notes from the primary surgery were not provided. X-rays were not provided; it is unk whether the components were implanted with the correct fit and orientation as per surgical technique. A definitive root cause cannot be determined with the info provided. Review of the device history records was not possible as the product and/or lot numbers required for retrieval were unavailable. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the available info, the need for corrective action is not indicated. Should additional substantive info be received, the complaint will be re-opened. Zimmer, inc considers the investigation closed.

Event description:
It is reported that the pt has been having some pain ever since surgery.